Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a generator replacement procedure that the left ventricular (lv) lead was moving in and out during procedure on (B)(6) 2018 and the lead failed to maintain position. Further investigation indicated that the left ventricular (lv) lead was displaced on a safe sheath removal from posterior vein. The left ventricular lead was explanted and replaced with a competitive lead using a different vein. No further information is available at this time.